Manufacturer narrative:
Initial reporter name and address: (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen had a "breakdown" and made it impossible to use it in all the options available on the screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. A philips field service engineer (fse) evaluated the unit and initially determined the touch screen required replacement to resolve the issue. However, after a calibration of touch screen, the unit returned to working status and complies with the manufacturer's specifications. The fse confirmed there was no patient/user impact as a result of the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.